Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or the dislodged cannula to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 30 mmol/l (540 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was dislodged from the skin and was found bent. As treatment, the patient gave correction boluses with insulin pens, pods and drinking water. The pod was discarded.